Manufacturer narrative:
Additional info has been requested from the reporter. The sample has been received and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 17 jun 2009.

Event description:
While removing the stylet, the nurse found the catheter broken at the junction of the wings and tubing.